Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During evaluation visual inspection revealed the top shell had cosmetic damage, however device passed functional testing. The unit was found to visually and audibly alarm during alarm conditions, and the device passed accuracy testing. The unit was determined to be functioning as designed.

Event description:
The customer reported: "rad-8 spo2 is up and down and they replaced the sensor and the patient cable and the issue is still happening." No patient impact or consequences were reported.